Event description:
The customer reported that after the venipuncture of a platelet donor, the operator opened the 2 white clamps to allow blood flow into the sample pouch. As blood flowed into the sample pouch, it started swelling with air. She then closed the clamp on the sample line. Even with the clamp closed, the bag continued to fill with air until full. Throughout this, the blue clamp had remained firmly closed with the tubing being totally occluded. The donation was discontinued. The entire patient ID is (B)(6). This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the customer, the sample pouch was flat and without air prior to venipuncture. At the customer site, they have an additional safeguard (to place plastic forceps on the sample pouch line to remind the venipuntirist to check for air in the pouch prior to vene puncture). This was done on this occasion and everything was satisfactory. There had been no alarms during machine set-up. The harness had been loaded correctly and all the system prompts had been followed. The sample line pinch clamp had been closed prior to lowering the cassette. A trima accel set was received for investigation. The sample bag was noted to be largely inflated with air. The sample bag was removed from the set and tested. No leaks from the bag were noted there were no breaks in the perimeter weld or at the tubing bond sockets that could account for the entry of air into the bag. The donor access line and access coil were also tested and no leak could be found from any part. All bond sockets were inspected, tested and found to be adequately bonded with no occlusion. Flow of liquid along access coil to the cassette was also verified. No disposable defect was noted. The run data file was analyzed for this event. A review of the lot for similar reports was carried out, none have been reported. Root cause: signals in the run data file do not indicate a conclusive cause for air entering the sample bag. When the kit was first loaded there was a 'pressure detected during bag evacuation' alarm. The operator then unloaded the kit and reloaded a kit and went through all the startup tests, including the 'evacuate bags' substate successfully. The 'pressure detected during bag evacuation' alarm typically occurs if the clamps are not correctly clamped as indicated by the screen. This can pressurize the sample bag and lead to an inflated bag when blood flows to the sample bag if the operator does not manually open the donor line clamps and express the air out of the bag.